Event description:
The buttons on the insulin pump were unresponsive and it alarmed software error while in use. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.

Manufacturer narrative:
The insulin pump had alarmed due to a software error on the mother board. Unresponsive buttons were not verified due the software error. However, moisture damage was noted at the keypad traces. The device had minor scratches on the lcd window, cracked belt clip slot, and corroded battery tube.